Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and stroke are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the right anterior cerebral artery (aca) a2 portion and right middle cerebral artery (mca) m1 proximal portion. After one pass with the retriever reperfusion with a thrombolysis in cerebral infarction (tici) score of 2b was obtained. An unspecified time post procedure, intracerebral hemorrhage (ich) was noted in the treated area. No medical treatment was performed as the ich was reported to be non serious and the patient is recovering. The physician's opinion that was reported indicated that the ich was a hemorrhagic infarction, which was caused by reperfusion. No further information is available.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the right anterior cerebral artery (aca) a2 portion and right middle cerebral artery (mca) m1 proximal portion. After one pass with the retriever reperfusion with a thrombolysis in cerebral infarction (tici) score of 2b was obtained. An unspecified time post procedure, intracerebral hemorrhage (ich) was noted in the treated area. No medical treatment was performed as the ich was reported to be non serious and the patient is recovering. The physician's opinion that was reported indicated that the ich was a hemorrhagic infarction, which was caused by reperfusion. No further information is available.